Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. Bench testing revealed that the uut was functioning properly. The component passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was delivering higher tidal volumes than what was set while connected to a patient. The customer stated that the device was set to deliver 500 mls, the unit would deliver 560 mls. The customer confirmed that there was no patient harm associated with the reported event.